Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown message occurred that resulted in the cgm to stop working and does not show glucose values. No medical intervention was reported. Additional event or patient information is not available.